Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 4/19/95 and revised on 1/24/97 due to a "tear in tubing to [right] cylinder." Requests for the explanted prosthesis and for add'l info surrounding this event have been made, however, to date neither the device nor the info have been received. Without the benefit of analyzing the explant and without the requested info, qa is precluded from commenting on the condition of the device or the events surrounding this incident. Should the explannted device or add'l info be received, qa will re-evaluate th is event in accordance with procedures.

Event description:
Per the info provided to co by the physician's office, the device was removed due to "tear in tubing to the right cylinder". A search of the device by co internal device tracking dept, reported that a pump/cylinder set and an assembly kit was employed during the revision of this prosthesis. However, it was not specified if the entire pump/cylinder set was utilized. The reservoir, catalog #9075k, serial #154049 was left in place form the initial implant surgery.